Event description:
Update (B)(6) 2015: this is the 2nd of 2 revisions. See com (B)(4) for details of 1st revision date of primary surgery: (B)(6) 2008; date of 1st revision: (B)(6) 2008; date of 2nd revision: (B)(6) 2014. Updated stem details as the previous were for the 1st revision. Updated implant date. Taken from query 1 reply (B)(6) 2015 **update** confirmation received that revision surgery took place on (B)(6) 2014.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(6). Reason for original complaint ¿ asr revision due to take place on (B)(6) 2013. Left, asr xl, reason(s) for revision: pain. Update - attached scf, added future revision date, added additional reason for revision and changed the implant date to match the surgeons form. Taken from claimsuite dated (B)(6) 2014 and surgeon form dated (B)(6) 2014. Reason(s) for revision: alval / soft tissue reaction revision due to take place on (B)(6) 2014. **update** confirmation received that revision surgery took place on 17 oct 2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.